Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 377 (mg/dl) and small ketones. Reportedly, the contact believes the pump is not working properly. A manual injection was delivered to address bg levels. The contact was encouraged to contact tandem technical support for troubleshooting should the event occur again.